Manufacturer narrative:
Correction.

Manufacturer narrative:
The bfc board was returned to tosoh instrument service center for investigation. Functional testing of the bfc board passed and could not confirm the reported event. The most probable cause of the reported event could not be duplicated.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and reproduced error by running the bf wash prime. While troubleshooting, fse replaced the bf probe 1 waste pump and wash syringe seals, but error persisted. Fse resolved the reported event by replacing the bfc board. Fse successfully ran multiple bf wash primes without error, performed quality control run, results passed without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [2239] bf probe 1 purge failure. Cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported event was due to bfc board failure.

Event description:
A customer reported getting error message "2239 bf probe 1 purge failure" on the aia-900 analyzer. The customer found the aluminum tube was pinched. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for luteinizing hormone (lhii), beta human chorionic gonadotropin (bhcg) and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.